Manufacturer narrative:
Date of event: (B)(6) 2012. Additional suspect medical device components involved in the event: model#: sc-8216-50 serial#: (B)(4). Model description: artisan 2x8 lim, 50cm; model#: sc-3138-35 serial#: (B)(4) model description: scs phiii ext 35cm. Explanted device will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was explanted due to an infection at the lead and pocket site. The nurse removed the staples after the implant procedure too early causing the wound to open. Patient's symptoms were redness, swelling and drainage. The patient was prescribed oral antibiotics and is reportedly doing well following the explant procedure.